Manufacturer narrative:
Continued concomitant products: juvéderm® volift¿ with lidocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of migratory edema, angioedema, and late allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Patient reported having been injected with juvéderm voluma with lidocaine to the malar, juvéderm volbella with lidocaine in the lips and infra orbital as well as juvéderm volift with lidocaine over the malar and chin by a healthcare professional. Patient developed migratory edema every 30 days in the lips, malar and dark circles. Patient noted having an angioedema starting 6 months after the injection and worsened 2 days later. Symptoms were diagnosed as late allergic reaction to the product. Patient self treated with ciprofloxacin and predsim. Patient was also advised by a physician to take antihistamines and systemic corticosteroids. Symptoms improved after treatment began. This is the same event and the same patient reported under MDR ID #3005113652-2018-00879 ((B)(4)) and MDR ID #3005113652-2018-00880 ((B)(4)). This MDR is being submitted for the third suspect product, juvéderm volbella with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
The events of pain and disfigured are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history records found no significant anomalies or non conformities.

Event description:
Additional information. Patient reported having developed late edema with pain. Patient also noted that their face is "disfigured."

Manufacturer narrative:
Additional data:

Event description:
1.5 years post injection, consumer woke up with the mouth swelled, but took an antiallergic and symptom was improved. 4 days later, symptoms were solved.